Manufacturer narrative:
The following sections could not be completed with the limited information provided. Unknown date in 2016. Unknown date in 2002. Unknown date in 2016. Medical product ¿ unknown tibial component; unknown femoral component. Therapy date, unknown date in 2016. (B)(4).

Event description:
Patient underwent a revision of a partial knee approximately 14 years post implantation due to fracture of the tibial bearing.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. The meniscal bearing shows evidence of edge abrasion, oxidation, deformation and delamination, which are indicative of elevated stresses, likely due to adverse loading. The visual examination and measured linear wear rate strongly suggests that the adverse loading was in the form of impingement. The source of the impingement may have been against some residual bone cement or an osteophyte; however, a conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." Number 14 states, "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."